Manufacturer narrative:
Contaminant medical products: other relevant device(s) are: product ID: 8253200, serial/lot #: (B)(4), UDI#: (B)(4). Analysis of mainframe found that could not duplicate the customer's issue regarding no stimulation response. However, replaced the cf card to upgraded software to current version. The item was cleaned, tested and passed all manufacturing specifications. Analysis of interface found that could not duplicate the customer's issue regarding no stimulation response. However, the unit came in with loose clips and wave washer. Replaced wave washer on clips. The item was repaired , tested and passed manufacturing specifications. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the device had no stimulation response. There was no known patient impact.